Event description:
It was reported that during an unspecified surgical procedure it was observed that a piece of the bottom of the battery oscillator device fell off. It was not reported if there were any delays in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that a piece (knob) of the bottom of the battery oscillator device fell off, will not run, cannot secure/lock cutter device, there was corrosion/rusting/pitting, and the bearing seized. The device was inspected, and it was found that the device failed visual inspection due to the knob was not attached. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, check the function of the device, and check oscillation frequency. Therefore, the reported condition was confirmed. The assignable root cause for the loose knob is a design related issue, that is covered under a CAPA. The cause for the other found defects is normal wear over time.